Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that a ¿wash-out¿ and revision surgery was performed due to groin pain, elevated temperature, and crp secondary to a staph infection in the joint approximately 4 weeks post implantation. This case refers to the ¿wash-out¿ which was performed at a ¿hospital outside our region¿ approximately 2 weeks prior to the revision. Reportedly, ¿aspirated for specificity¿found staph in joint¿. Based on information provided, the followed with the implantation of the first stage of a 2-stage revision with cement spacer two weeks later. It was communicated that the requested medical documentation was not available; however, the surgeon reportedly did not attribute blame to the prosthesis. Reportedly the staph infection was the root cause of the revision; however, the source of the infection remains unknown. The patient impact beyond the reported elevated temp and c-rp, ¿wash-out¿ and aspirate, followed by the subsequent 1st-stage revision secondary to the staph infection could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a surgical washout was performed due to elevated temp and crp. Staph was found during the procedure in the joint.